Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 400 mg/dl. The current value of blood glucose level was 210mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not on at that time. Customer experienced symptoms like vomiting, difficulty to breathing, tired. Customer alleged insulin pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.